Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. The cause of the peritonitis was unknown. The patient was treated with tobramycin and cefazolin for the event. During treatment the patient experienced severe infusion pain, hypotension and loss of consciousness. The patient?s catheter was removed and the patient continued to undergo hemodialysis. The it was unknown if the patient had recovered from the peritonitis.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.